Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The account generated false elevated total bilirubin when processing on the architect c16000. ID (B)(4) was 114.4 that repeated 7.44umol/l. The account uses a reference range of 3.4 to 20.5 umol/l. The patient has clinical diagnosis of hypertensive heart disease, cardiac function class ii, simple renal cyst, gallbladder polyps. No impact to patient management was reported.

Manufacturer narrative:
The abbott field service representative determined there was leakage around the cuvette washer and replaced the high concentration waste pump tubing to address the issue. There were no additional discrepant results reported on architect serial (B)(6) after the tubing was replaced for resolution an instrument service history review revealed one additional ticket associated with a falsely elevated result was initiated on the same day as the current complaint. Service addressed the issue by replacing the bellows. Therefore, the bellows will be added to the investigation of the current complaint. The monthly product monitoring review for clinical chemistry systems was reviewed. The calculated erratic rates for the architect c4000, c8000, and the c16000 systems were all below the upper control limit. Additional review found no systemic issues or adverse trends for the issue associated with this ticket for erratic/discrepant results. A review of historical data for the parts associated with this complaint revealed no adverse trend. The architect system operations manual and the architect c16000 service and support manual provides adequate information, troubleshooting, maintenance and component replacement procedures concerning erratic/discrepant results. No product deficiency was identified.